Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring a glucagon injection by a non-healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. Reader powered on with button depression. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring a glucagon injection by a non-healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring a glucagon injection by a non-healthcare professional. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Performed visual inspection on returned reader and observed damage to usb (universal serial bus) port. The reader did power on with button press. It was determined that the damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Therefor, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.